Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: visual inspection revealed that the pump case was cracked from the top of the battery compartment toward the pump case seal. Unrelated to the complaint, evaluation revealed that the battery cap threads were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery cap did not secure properly to the pump after a routine battery change. The reporter noticed a crack in the battery compartment and alleged that the pump was dropped to the floor about a week prior. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.